Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause(s) of the reported failure is wear and tear, as the device was manufactured in 2018. The complaint allegation cannot be confirmed without the device for evaluation.

Event description:
On 5/18/2023, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy pump lost power multiple times during the case. This was discovered during an unspecified procedure, with no patient harm.